Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a probable temporal relationship between peritoneal dialysis and the use of the liberty select cycler with liberty cycler set and the patient event of peritonitis, however; there is no evidence of a temporal relationship between use of the liberty select cycler and the patient death. There is no report of the patient being in active treatment at the time of death. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis and death and the use of any fresenius product(s). Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Even though a cause of death is not available, dialysis patients are at extraordinarily high risk for death with cardiac disease being the major cause of death and sudden cardiac arrest attributed as the single largest specific cause. Based on the limited information and no evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis with hospitalization and subsequent death.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away on (B)(6) 2025. The patient had been hospitalized due to peritonitis. No additional details were provided in the initial reporting. No date of hospital admission was provided. Previously, on (B)(6) 2025, the patient was reportedly hospitalized for peritonitis. Follow-up details for this previously documented event were limited. It is unknown if the patient was ever discharged from that hospitalization. The cause of the patient¿s death was not provided. It was not specified if the peritonitis event was related to the patient death. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump. However, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. An as-received simulated treatment (with reduced dwell times) was performed on the cycler and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. An internal visual inspection of the returned cycler identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away on (B)(6) 2025. The patient had been hospitalized due to peritonitis. No additional details were provided in the initial reporting. No date of hospital admission was provided. Previously, on (B)(6) 2025, the patient was reportedly hospitalized for peritonitis. Follow-up details for this previously documented event were limited. It is unknown if the patient was ever discharged from that hospitalization. The cause of the patient¿s death was not provided. It was not specified if the peritonitis event was related to the patient death. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.